Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 81-year-old male patient presenting in society for cardiovascular angiography & interventions (scai) a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the impella was placed in the ventricle and started. The flow was noted to be reduced and not optimal. The physician repositioned the sheath and performed an angiogram of the ascending aorta and arch. It was determined that the patient was low on preload and that the ventricle was hypertrophic, which forced the pump to be shallow, and unable to get flows above 1.3 or p-3. The pci was performed on p-2-p-3 and then pulled the pump into the descending aorta when impella in aorta alarms started. The case was finished unsupported and then the physician removed the impella. Two percloses failed when the peel away sheath was removed and a third perclose was attempted, but was also unsuccessful. A covered stent was placed to fix the iliac artery and stop the bleeding. The patient received a unit of blood. The post-procedure outcome is survived at explant. Vascular injury could be attributed to user technique, the noted three failed percloses, and/or vessel characteristics. The pump is not available for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.